Manufacturer narrative:
The investigation is ongoing, results will be updated in the final report. No UDI information is available, the device was manufactured before UDI implementation.

Event description:
It was reported that the incident occurred during a transfer from the bath to the bed. The lift legs were positioned in the closed position under the bath at the start of the transfer. As the transfer began, the right leg lifted off the ground, causing the lift to tilt and the resident to move from a sitting position to a lying position in the bath. During the incident, the lift bracket struck a member of facility staff on the shins resulting in graze on the right tibial area. No injury to patient occured. Device evaluation revealed less than 5 mm discrepancy on the right leg which exasperates under load, no other malfunction was identified.